Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. The reported condition of an f-38 alarm was not confirmed. A service history review revealed no previous service events were related to the reported condition. There were no actions taken, the device was returned to the customer in good working conditions. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.